Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in pacing impedance from around 500 ohms and bounced around and getting some readings up to 1500 ohms. Threshold and sensing measurements were stable and there was no report of any noise on the lead. Boston scientific technical services (ts) noted that 1500 ohms was within range for this lead and gave additional suggestions for checking lead integrity.additional information was received through event evaluation for a pattern, that the patient had expired three months after the original complaint. There was no report that the previous clinical observation was linked to the patient's death and no reasonable evidence that the patient's death was linked to the device or lead performance.